Event description:
Boston scientific (bsc) crm received information that this right atrial (ra) lead dislodged twice. The physician elected to replace the lead with a new non-bsc manufactured lead. The physician noted the patient was in atrial fibrillation. No adverse patient effects were reported.